Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (2 mg/ml a t 0.2 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing a lack of pain relief so a side port access was attempted but the healthcare provider was unable to aspirate so the dye study was unable to be completed. There were no external factors involved. No actions were taken at this time and it was unknown if anything would be planned for the future. The event was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-dec-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) via a company representative (rep) indicated that based on previously reported catheter dye study results, the patient was scheduled for a catheter revision on 2023-08-24. During the revision, the catheter originally was aspirating sluggishly, but the healthcare provider (hcp) flushed the catheter with preservative free saline and the catheter then became free flowing and aspirated easily, therefore no catheter revision was performed. The pump was replaced since it was five years, but there were no issues with the pump. Simultaneously during pre-op interview, the patient reported his stimulator had been explanted due to infection post replacement but they did not have the date of explant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.